Event description:
The initial reporter received a questionable crej2 creatinine jaffé gen.2 result from one patient sample tested on the cobas c 111 analyzer. The initial result was reported outside of the laboratory. The clinician requested a rerun and a new sample was also collected from the patient. On (B)(6) 2024: the initial result of the initial patient sample was 4.1 mg/dl or 4.7 mg/dl. On (B)(6) 2024: the repeat result of the initial patient sample was 1.1 mg/dl. The repeat result was deemed correct as the result of the new patient sample was 1 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation ruled out a reagent issue because the qc was within specifications. The investigation noted that the customer was using an expired calibrator; this may have affected the results. Product labeling states "calibrator for automated systems - storage and stability: store at 2-8 °c. Criterion for the stability data stated by roche: recovery within ± 5 % of initial value. Stability of the lyophilized calibrator at 2-8 °c: up to the stated expiration date. Stability of the components in the reconstituted calibrator*: at 15-25 °c 8 hours at 2-8 °c 2 days at (-15)-(-25) °c 4 weeks (when frozen once). The investigation reviewed the log files the reported patient sample measurement was deleted. The investigation was not able to identify the sample number of the tube. The investigation noted that the "failed to aspirate sample from tube on position xxx. Tube is empty or sample volume is not sufficient. Ensure that there is enough sample in the tube" alarm often appeared. This can be an indicator of poor pre-analytics and sample handling. Product labeling states "the cobas c 111 analyzer can use both primary and secondary tubes (cups). You can use any type of primary tube, as long as their dimensions lay within prescribed limits. ¿ maximum height (including secondary tube): 102 mm ¿ minimum height: 70 mm ¿ maximum outside width: 16.3 mm ¿ minimum outside width: 11.8 mm."; "warning! Incorrect results due to insufficient fluid insufficient fluid may lead to inaccurate pipetting and so to incorrect results. Always fill the tubes with sufficient fluid that at the end of the pipetting process at least the dead volume of fluid is left." The investigation noted that the "sample pipetting on tube position xxx aborted due to an unstable ld signal" alarm also appeared often. This can be also an indicator of poor pre-analytics as this error is generated when foam or bubbles are present in the sample. It can also occur if the fluid fluidic system is incorrectly filled. In this case, the maintenance action "prime fluid system" should be performed. It was observed that the customer did not perform this action as needed. Product labeling states "alarm or error code: [1.xxx.73] liquid level detection error (conductivity); affected items: liquid level detection; possible causes: poor water quality, contamination with cleaner (valve is leaking); comments: "1. Make sure that you use the correct water quality. 2. Perform the prime fluid system maintenance action." The investigation determined the event was consistent with a preanalytic issue at the customer site (insufficient sample volume; presence of foam or bubbles in the patient sample, insufficient maintenance, and use of expired reagents). There was no indication of a device malfunction.